Event description:
It was reported the foley catheter balloon was difficult to deflate. It was later reported per additional information from ibc via email 12 april 2019; the catheter was pulled out inflated and no medical intervention was required.

Manufacturer narrative:
The reported event was confirmed. Per evaluation, high salt accumulation was observed along with a collapsed lumen under the snip eye which resulted in blockage of the inflation lumen. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. However, how and when event are occurred could not be determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿when it is difficult to remove catheter by deflating the balloon (expressed as ¿removal-difficult case¿ hereinafter), take appropriate measures according to the following procedures. The following two methods are available for removal-difficult cases. A. Non-rupture method (sterile water is withdrawn without bursting the balloon.) B. Balloon-rupture method with balloon-rupture method, fragments of the ruptured balloon may remain in the bladder. Therefore, try non-rupture method first. A. Non-rupture method 1) attach luer tip syringe to the inflation valve. Inject an additional amount of sterile water into the inflation lumen and pump the plunger. 2) if situation wouldn't be improved with 1), sever the inflation funnel of valve. (Fig. 10) 3) if situation wouldn¿t be improved with 2), sever the catheter shaft while holding it with forceps so that the distal segment may not be drawn into the urethra. (Fig. 11) 4) if situation wouldn't be improved with 3), insert a needle into the inflation lumen and pump the plunger. (Fig.12) 5) if situation wouldn't be improved with 4), insert a fine steel wire through the inflation lumen of catheter. (Fig.13)" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported the foley catheter balloon was difficult to deflate. It was later reported per additional information from (B)(6) via email 12 april 2019; the catheter was pulled out inflated and no medical intervention was required.